Event description:
The MFR received info alleging a ventilator fails to deliver the set tidal volume. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval, and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed. This program is being undertaken to address FDA warning letter (B)(4).